Manufacturer narrative:
This corrected report is being submitted to clarify the previously reported event of deflation. Upon further review by a company physician, the event is not related to the device; it is instead related to user error. Device labeling: technique for using breast implants with diaphragm valve 1. Fill tube insertion: prepare the fill tube by attaching the reflux valve to the luer adapter of the fill tube. The reflux valve prevents back-flow during intraoperative filling. This two-way valve opens when a syringe is attached, and closes when the syringe is removed. A cross section of the diaphragm valve with the strap closure in place and the valve closed. To insert the fill tube, wet the tip of the fill tube in sterile saline for injection and push the strap closure to one side of the valve entrance. Insert the fill tube by gently pushing the fill tube tip into the valve entrance. Do not use excessive force while inserting the fill tube tip. When the fill tube flange nears or makes contact with the implant shell, the fill tube is in the proper position and the diaphragm valve is open. 2. Air aspiration: after the fill tube is properly inserted, remove any air from the breast implant by aspiration with an empty sterile syringe attached to the reflux valve on the fill tube. 3. Placement: to assist with placement, a sterile biocell® delivery assistance sleeve is available separately. Use of this sleeve for insertion of biocell® textured breast implants provides a shell/tissue interface with less friction. Insert the breast implant into one end of the sleeve. Insert the proximal end of the sleeve into the surgically-prepared pocket. With the tissue retracted, the sleeve can be twisted at its distal end to gently guide the breast implant into the pocket. Once the implant is inserted, gently remove the sleeve, and verify the correct orientation of the valve and the implant. 4. Filling: use a syringe filled with sterile, pyrogen-free sodium chloride u.s.p. Solution for injection to fill the prosthesis and fill to a volume within the recommended fill range specified on the product package labeling and data sheet. Only sterile pyrogen-free sodium chloride u.s.p. Solution for injection drawn from its original container should be used. As it is known that bacterial infections may result from contaminated saline, it is recommended that a new sterile saline container be used with each surgery and implant-filling procedure. Note: the order of filling, placement, and orientation may vary with surgeon preference and technique. 5. Residual air: after filling is completed, aspirate any residual air bubbles. Then use gentle traction to remove the fill tube from the valve, taking care to avoid damage to shell or valve. 6. Diaphragm valve closure: use gentle traction to remove the fill tube from the valve, taking care to avoid damage to shell or valve. Verify that the diaphragm valve is clear of particulates. Once the fill tube tip is removed the diaphragm valve is closed. To help retard tissue ingrowth or fluid accumulation in the valve entrance, engage the strap closure as follows: using the thumb and forefinger, compress the valve seat and the strap to snap the valve plug into place.

Event description:
Reported side is currently unknown.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Deflation ¿ breast implants are not lifetime devices. Saline breast implants deflate when the shell develops a tear or hole. Deflation can occur at any time after implantation, but they are more likely to occur the longer the implant is implanted. The following things may cause implants to deflate: damage by surgical instruments; folding or wrinkling of the implant shell; excessive force to the chest (e.g., during closed capsulotomy, which is contraindicated); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Laboratory studies have identified some of the causes of deflation for allergan¿s product; however, it is not conclusively known whether these tests have identified all causes of deflation.

Event description:
Health professional reported "the implanting doctor decided to implant a saline device and placed the tubing under the skin, and then filled the device at a later date. The device has since deflated." Device remains implanted.